Manufacturer narrative:
Our field service engineer (fse) confirmed on-site that the compressor-mini kept going in, and out of, standby mode. The fse replaced the standby valve and performed functional and safety tests successfully before the compressor unit was returned to service. The evaluation of the received ventilator (which was connected to the compressor) device logs underpins the described issue. One day after the reported date of event appeared alarms for low air supply pressure and high o2 concentration. The standby valve was installed in a reference compressor which was connected to a ventilator. During tests of ventilation, the compressor was intermittently going to standby mode for short periods of time, usually 7 seconds. The interval between standby events was several minutes. During the second day of the investigation, no standby event was observed. Our conclusion in this matter is, that the returned standby valve may intermittently go to standby mode for short periods of time during ventilation when wall air is disconnected, but the cause for the faulty behavior has not been determined from this investigation.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the compressor mini kept shutting off during testing. There was no patient involvement. (B)(4).